Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler but has not used it yet. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device was returned for evaluation. External inspection was performed with no physical damage noted. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) 2 hour 15 min 8500 ml was performed on the cycler, an air detected in cassette warning occurred during drain 1. There was a clog in hp1, hp2 and hp4. Replaced filters and continued to run post-ast and completed but encountered grinding noise during treatment. No fluid leaks in the test cassette during the test. Ast failed, random grinding noise emitted from the cycler from pump motor a and b. Debris build up on the motor lead screw was identified. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between the pump assembly, display assembly and within the recess bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Visual evidence of a fluid clog in hp2 filter which is related to the reported air detected in cassette warning. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Device history record review was performed and verified that the results of the in progress and final quality control testing met all requirements. There were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler but has not used it yet. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler but has not used it yet. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler but has not used it yet. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction provided in d10.